Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported clamp issue was duplicated. The issue was traced to the solenoid mount, which was determined to have a loosened screw. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device was repaired and returned to the device loaner pool.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the air module clamped but did not release. There was no patient involvement, and no patient harm/adverse event reported.